Manufacturer narrative:
Non-destructive visual evaluation was performed on the 86-4027 pfc patella and the 86-4158 pfc tibial insert which were removed during revision surgery to improve knee stability, reduce patella dislocation, and remove femoral ectopic bone. The articulating surface of the ultra-high molecular weight polyethylene patella showed an abraded area caused by articulation with the ectopic bone on the femoral component. The articulating surfaces fo both condyles of the insert showed areas of burnishing, scratching and mild pitting. The inferior side of the insert had light burnishing under both the medial and lateral condyles. There were no apparent material or mfg defects noted on either component. At this time, jjpi considers this file closed.

Event description:
The pt experienced recurrent dislocation of the patella component, ectopic bone formation and instability of the prosthesis, and polywear of the tibial insert.